Event description:
A pump problem was reported. Patient¿s family reported patient had a vns magnet for seizures from epilepsy and it caused the pump to alarm due to motor stall. The emi from vns magnet caused the patients critical alarm to sound on the pump. The alarm was heard and also confirmed by telemetry. The patient was without drug delivery for 5 hours due to a motor stall. Patient did not show withdrawal symptoms. The patient drug delivery had resumed. System used to deliver baclofen. A report will be provided if additional information becomes available.

Manufacturer narrative:
(B)(4).